Manufacturer narrative:
The device was disposed in the hospital.

Event description:
Following a balloon (subject device) angioplasty, a stent was uneventfully placed across the left anterior cerebral artery lesion. There was no device malfunction or any complications during the procedure. The next day, the patient had symptoms of confusion, non-sensual speech, and mild left facial droop that improved 5 minute later to mild left nasolabial fold flattening. No action was taken and the next day the adverse event was resolved with residual effects. The event was reported as related to the procedure; relationship to the subject device is unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
Following a balloon (subject device) angioplasty, a stent was uneventfully placed across the left anterior cerebral artery lesion. There was no device malfunction or any complications during the procedure. The next day, the patient had symptoms of confusion, non-sensual speech, and mild left facial droop that improved 5 minute later to mild left nasolabial fold flattening. No action was taken and the next day the adverse event was resolved with residual effects. The event was reported as related to the procedure; relationship to the subject device is unknown.